Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 11 months post implant of this 25 mm aortic bioprosthetic valve, a 23mm transcatheter valve was implanted valve-in-valve. The reason for intervention was reported as aortic stenosis. It was reported that the mean gradient was 26.7mmhg, peak gradient was 69.5 mmhg and aortic annular calcification was present. Grade ii central regurgitation was also reported. No additional adverse patient effects were reported.